Event description:
Philips received a complaint on the v60 ventilator indicating that the ground pin was broken off. The device was outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that the power cord needed to be replaced, so a replacement power cord was ordered. The customer is unaware of how the ground pin was damaged. The damaged power cord was replaced and scrapped. The customer performed a safety inspection following the part replacement. No other problems were found, and the device was returned to service.